Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level ranging from 500 to 600 mg/dl. Customer treated with insulin pump and manual injection. Customer also reported getting air bubbles but were able to remove them using the plunger. Customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.